Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the inflation lumen, on the hub, on the stopcock and contrast in the inflation lumen. This is consistent with preparation and the catheter used in the patient anatomy. The distal shaft was separated 1.8 cm distal to the guide wire exit notch, confirming the reported separation. The fracture face was stretched and jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). The separated portion, including the balloon, was not returned. There were multiple kinks and bends in the hypotube 1 cm distal to the nosepiece for a length of 117 cm, which likely occurred during the procedure. It was reported the trek balloon was used to inflate a dislodged covered stent in the renal artery, which likely contributed to the reported difficulties. The trek instructions for use (IFU) states: the trek rx and mini trek rx coronary dilatation catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion. Attempts were made to pull and drag the stent, possibly entrapping the balloon within the stent causing resistance and resulting in the shaft separating. The IFU states: do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Additionally, as the shaft was separated, this would contribute to the balloon being unable to deflate. The separated distal portion remains in the patient anatomy. It was reported that since the balloon was left inflated inside of the stent, blood flow is occluded and the condition of the kidney was unknown. Occlusions are known adverse events of coronary dilatation procedures, as listed in the trek IFU. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported difficulties could not be determined. All dilatation catheters are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation and lumen integrity.

Event description:
It was reported that a procedure was performed for possible thrombosis in the patient's legs. Following this procedure, a procedure was performed in the renal artery. A non-abbott covered stent was advanced into the renal artery. The stent dislodged causing an occlusion in the renal artery. Multiple attempts were made to retrieve the stent using various devices including a 5 x 15 trek dilatation catheter. The physician was unable to retrieve the stent using the dilatation catheter and the device was removed from the anatomy. A 5 x 12 trek dilatation catheter was advanced and the balloon was inflated inside of the stent. Attempts were made to pull and drag the stent; however, the proximal segment of the catheter separated near the guide wire exit notch. The proximal segment of the catheter was removed from the sheath. The distal segment of the catheter remained in the anatomy and the balloon remained inflated inside the stent. Multiple unsuccessful attempts were made to rupture the balloon using a snare device, a needle, and other non-abbott balloons. A vascular surgeon was consulted but determined that surgical intervention would not be performed and the stent with balloon would remain in the renal artery. One day post procedure, fluoroscopy revealed that the balloon remains inside the stent and is still fully inflated with contrast. Blood flow is occluded and the condition of the kidney is unknown. The patient has no discomfort and is stable. The patient was transferred to another hospital for surgical treatment of possible thrombosis of the legs unrelated to the trek balloon or the non-abbott stent. Though requested, no additional information was provided.